Manufacturer narrative:
(B)(4). Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratches on display window noted. The test reservoir did not stay locked in place due to reservoir tube lip damage.

Event description:
Customer reported via phone call that the device had damaged reservoir compartment. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.